Event description:
It was reported that the procedure was to treat a saphenous vein graft. A 3.5 x 23 mm xience alpine stent delivery system was advanced and the stent was deployed. Angiography was performed revealing a mild perforation in the middle of the stent implant. The procedure was stopped at this time. Twenty-five minutes later an echocardiogram was performed which showed no flow and no tamponade. The perforation had sealed on its own. The patient is fine. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product is not returning as the stent remains in the patient anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.